Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the set leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used sample with packaging were returned for evaluation. The returned sets were tested for leakage per specification and failed. Leakage was observed at the bonded joint between the tubing and top of the blood filter. The reported defect of leakage was confirmed. Retain samples were inspected and no defects were noted. Due to complaints of this nature, b. Braun medical inc. Is issuing a voluntary device recall removal for batch number 0061685454 for the blood administration sets. The lot was distributed between agust 12, 2019 and september 9, 2019, and has an expiry date of june 30, 2022. B. Braun medical inc. Has identified through complaints the potential of leakage at the joint between the blood filters and tubing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.